Manufacturer narrative:
(B)(4). Exemption number e1999001. Brand name: endo clip, endo clip ii, endo clip iii, premium surgiclip. Manufacturer name, city and state: covidien lp (B)(4). Device identification: (B)(4). Of the 9 events being reported, 4 events were determined to be the result of misapplication by the user, 4 events had no device failure, and 1 event were determined to the result of a assembly or component error. If information is provided in the future, a supplemental report will be issued.

Event description:
This report summarizes <(><<)>noe> 9 <(><<)>/noe> malfunction events reported between july 1, 2018 and september 30, 2018. 5 events associated with device mechanical functioning of machinery, moving parts or tools of the device being changed or modified. 3 events associated with any deviations from device documented performance specifications relating to mechanical defects, including moving parts or subassemblies, etc. 1 event associated with undesired damage or breakage of those materials used in device construction.